Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue clamp (female connector) of a minicap transfer set was separated from the white base (main body). This was observed during an unspecified process step of peritoneal dialysis therapy. It was further reported that the patient ¿could not unscrew their transfer set from the amia patient line¿ and ¿a small piece broke off when they tried to separate the lines¿. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation with an amia patient connector attached to the female connector. A visual inspection was performed with the naked eye and the female connector was separated from the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The connection and disconnection between the patient connector and female connector was performed with no issues noted. The reported separation was verified. The cause of the separation was related to inadequate solvent application during manufacturing. A nonconformance has been opened to address the separation issue. The connection issue (could not unscrew) between female connector and amia patient connector could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.